Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was getting alert 02 (low flow). The inlet pressure was -7psi, flow rate was 0.4lpm, circulation pump command was 22 percentage. One neonatal pad in use. Nurse disconnected and reconnected neonatal pad using proper technique and flow rate stayed at 0.5lpm. They disconnected rotated connectors 180 degrees and reconnected. The flow rate stayed at 0.5lpm. Nurse stated that the patient was limited on time. Mis explained that they could add another pad and not put it on the baby and that should increase the flow rate. Nurse would try this and call back if it did not work. Per follow up information received via phone on (B)(6) 2023, the pad was exchanged for a new pad and flow rate remained stable at 1.3lpm. Original pad was disposed of. Nurse was unsure if there were visible defects with the pad. Therapy was still currently in process without further issues.

Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment, but it was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿the pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. Place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the nurse was getting alert 02 (low flow). The inlet pressure was -7psi, flow rate was 0.4lpm, circulation pump command was 22 percentage. One neonatal pad in use. Nurse disconnected and reconnected neonatal pad using proper technique and flow rate stayed at 0.5lpm. They disconnected rotated connectors 180 degrees and reconnected. The flow rate stayed at 0.5lpm. Nurse stated that the patient was limited on time. Mis explained that they could add another pad and not put it on the baby and that should increase the flow rate. Nurse would try this and call back if it did not work. Per follow up information received via phone on 13apr2023, the pad was exchanged for a new pad and flow rate remained stable at 1.3lpm. Original pad was disposed of. Nurse was unsure if there were visible defects with the pad. Therapy was still currently in process without further issues.